Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. During troubleshooting, fse found out that the power supply module did not have any output and the fuse of internal switching power supply was broken. Fse replaced the power supply module. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's image processing computer (ippc) was not starting. The device was not in clinical use. No harm to the patient or user was reported. Philips has started an investigation of this complaint.